Event description:
Pt had aortic valve replacement surgery where pacer wires were inserted. Pt was dependent on external temporary pacemaker with a and v pacing. Pt got up to bathroom without calling for assistance and fell to floor. Pt was asystole. V lead to external pacer was found disconnected. Regained capture of pacing after v lead was reconnected to pacer box. Pt had acute brain injury from fall and died (B)(6) 2010.